Event description:
A (B)(6) female suffered second degree burns to cheek and neck as a result of flashfire during left temporal artery biopsy. Pt prepped using betadine scrub in sterile fashion. Physician using bovie cautery to biopsy temporal artery. Pt was on o2 via facemask 8 l/m. Sudden flash under the drapes which was quickly extinguished. Bacitracin ointment applied to affected areas. Investigation pending.